Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation on additional information obtained by the medical surveillance specialist after reviewing the call recording. During the call, the patient reported that the alleged meter inaccuracy began one week prior to contacting lifescan. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and claimed she took "a little extra" insulin (amount unknown) as a result of the alleged issue. During the call, the patient reported that on the evening of (B)(6) 2017 she ¿felt funny.¿ in response to the symptom, the patient claimed she made a peanut butter and jelly sandwich to bring her sugar up but fell asleep before she could consume it; the patient stated she went into a ¿diabetic coma.¿ during the call, the patient stated she could not be woken that evening and claimed the paramedics were called the following morning when she still could not be woken. The patient reported that the paramedics tested her blood sugar on the subject meter and obtained an inaccurate high blood glucose reading of ¿58 mg/dl.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient claimed the paramedics treated her with juice and a sandwich. During troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after taking extra insulin based on alleged inaccurate high results obtained with the subject meter.